Manufacturer narrative:
A physio control service representative removed the power module and sent for the further evaluation. The reported device was scrapped by physio control. The removed power module was further evaluated by physio contol, and the reported issue was not duplicated. No root cause could be determined.

Event description:
A customer contacted physio control to report that their device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A physio control service representative evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device would not power on. There was no report of patient use associated with the reported event.